Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a prime (unexplained loss of prime) issue. Reportedly patient received 2 loss of prime alerts on the day of the call. Patient reported that there was no power loss issue, no other alarms, cartridge cap was secured properly, no temperature change and no trauma to the pump or the tubing. Patient changed cartridge every three days and cycled cartridge before use. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.